Event description:
It was reported that a patient underwent debridement and sewing of the left lower leg on (B)(6) 2023 and suture was used on the wound of a left calf skin laceration. The patient had been admitted due to trauma causing pain, bleeding, and inability to move for 1 hour in the left calf and underwent the procedure. Post-op, on the 4th day after surgery, it was found that the skin around the wound suture was red, swollen, and bright red without itching. The doctor gave the wound disinfection and antibiotic treatment. It was considered that the suture knot may cause adverse reactions, and a dressing change observation is given. The patient was in stable condition currently, and no subsequent adverse event report was received. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 472 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 77-year-old female who underwent debridement and sewing of the left lower leg in the hospital on (B)(6) 2023 due to "skin laceration of the left lower leg". The surgeon used vcp1345h for subcutaneous and skin tissue sewing (the specific sewing method was unknown) during surgery, and the intraoperative sewing operation was smooth. On october 13, 2023, the doctor found that the skin at the wound sewing site was red and swollen without itching. The doctor gave the wound disinfection and antibiotic treatment (the specific medication name, dose, use cycle, patient outcome and other information were unknown). The patient was in stable condition currently, and no subsequent adverse event report was received. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Were any pre-op cleansing procedures changed recently? If yes, please describe did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?